Event description:
It was reported 4 days after implant the patient had a seizure and stopped breathing. They were different than the ones he would have before when ¿he would swallow.¿ the patient had two other seizures on (B)(6) 2014 and (B)(6) 2014. They would see ¿bright lights like fireworks¿ and the patient had fallen out of their bed as well. They were not sure how that happened since ¿their feet were where his head should have been and they did not know how he had gotten in such a small space.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v081575, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v081575, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information received from the healthcare provider (hcp) reported that there was 50% or greater symptom reduction. The cause of the event was not determined, but it was not device related. The patient experienced a loss of therapeutic effect, but not a loss of stimulation. Reprogramming was needed. The patient died, but it was not considered device related.